Event description:
It was reported that during lap cholecystectomy procedure the device would not fire. Another device was used to complete the procedure. The nurse stated that the device jammed prior to use on the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
Antibackup. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled and fired 1 double feed, 9 clips conforming and two malformed clips due to an antibackup failure. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused the double feed issue. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.